Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for device damaged by another (causing damage) can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions. With respect to the patient condition, procedural conditions and/or user technique, the device damaged by another (causing damage) may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The interaction between the two clips most likely inadvertently dislodged the previously implanted clip from the posterior leaflet (device damaged by another - causing damage) resulting in the single leaflet device attachment (slda) of the first clip. Based on the information reviewed, the reported device damaged by another device appears to be related to procedural conditions/operational context and not a product quality deficiency. A review of the device history record revealed no non-conformances for the lot. Additionally, a review of the complaint-handling database identified no other similar incidents reported for device damaged by another from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: guideliner; mitraclip system: steerable guide catheter, lift, support plate, stabilizer, 1 mitraclip implanted. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip (10292485/12) referenced is being filed under a separate medwatch report.

Event description:
This report is submitted for the second clip (10319755/11) which came in contact with the implanted clip, and caused a clip detachment from the posterior leaflet. This has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip (10292485/12) was implanted, and the mr grade was reduced to 1-2. The second clip (10319755/11) was advanced without issue. During placement of the second clip, the first clip detached from the posterior leaflet. It is believed that the second clip came in contact with the first clip, causing the detachment, but no resistance was noted. The mr grade returned to 3-4. The second clip was managed to be placed very closely lateral of the detached clip, and the mr was reduced to 2. It was noted that it took a little longer to visualize the clips during implantation due to the lack of experience of the echocardiographer. The patient was clinically stable post-procedure. There was no clinically significant delay in the procedure. No additional information was provided.